Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2018. The device has not been returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zct300 25.0 diopter lens was implanted in the patient's operative eye on (B)(6) 2018. It was later explanted on (B)(6) 2018 because of residual myopia. There was no incision enlargement, no vitrectomy, and no sutures used. The replacement lens was a non-johnson and johnson lens. Reportedly, the patient is doing good post-operatively. No additional information was provided.

Manufacturer narrative:
Corrected data: in review of the initial emdr, ''other - 81'' was incorrectly selected in reason for non-evaluation, method code 4114 was incorrectly reported, result code 3221 was incorrectly reported. Reference to other-81 was also incorrectly added. Device available for evaluation: yes. Returned to manufacturer on: 08/30/2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection that was performed by a qualified operator using 12x magnification shows that the product has a cut most probably to make explant possible. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.